Event description:
The device was used during a pulmonary wedge resection procedure. Reportedly, the counter dropped from 4 to 0 and the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.